Event description:
A customer claimed that the temperature measurement made with the device was inaccurate, when compared to another device. The temperature measured was 35.8 deg c in the ear. A different thermometer (brand and where the temperature was measured are unknown) indicated 37.2 deg c. Additional narrative: the device has been requested from the consumer and will be sent to the manufacturer for investigation and analysis. These devices are designed according to relevant safety standards and passed all compliance tests.